Event description:
The customer reported that he could not acquire one of the 12 leads.

Manufacturer narrative:
The customer reported that he could not acquire one of the 12 leads. The unit was elevated by a philips representative at the customer site. Replacing the trunk cable resolved the reported issue.